Event description:
The device was return for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Per visual inspection: inpen front shell stays intermittently attached and cartridge holder has minor scratches. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: I dosed 4.0u slowly holding knob and button together x 4 times. The app recorded 1.0 u, 2.0 u and 2.0 u and 3.0 u. Doses dialed are intermittently being recorded in app. The leadscrew rewind properly. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Installed front shell to testing inpen and front shell intermittently did not stay attached. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Pending further investigation performed in san diego location. In conclusion: per san diego analysis, the electronic was proven to be functional and producing healthy encoder signal when the mechanical components of the encoder were removed from the system. The fact that the random and noisy pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Therefore, the customer concern of dose log inaccuracy was confirmed. However, no mechanical malfunction was noted. Therefore, the customer concern of dose dial being lose could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen was not delivering the correct amount of insulin. Troubleshooting was performed and it was found that the intended dose amount and dose amount recorded in the inpen app (logbook or home screen) greater than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue using the inpen. The inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.